Event description:
A pt reported experiencing inaccurate high results with a one touch meter. The pt's blood glucose was 53 mg/dl, and result on lab was 32 mg/dl within 11-20 minutes, with a difference of 24% mg/dl. Pt did not experience any adverse events. No further info has been reported.